Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related sensor board to the was observed. The sensor board was replaced to address the issue. The sensor board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failure was a flow transducer (mt4) being out of tolerance.